Manufacturer narrative:
The revision reported may have been due to possible edge loading, the position of the femoral stem, and/or patient related conditions which led to wear of the acetabular liner. The reported acetabular loosening and periprosthetic fracture may have been due to a combination of the patient¿s reported fall and/or osteolysis. However, this cannot be confirmed because the components were not returned for evaluation. Multiple MDR reports were filed for this event, please see associated reports: mw5110780. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a right total hip arthroplasty on an unknown date, approximately fourteen (14) years ago. Subsequently, sustained a mechanical fall which resulted in a right periprosthetic acetabular fracture. As a result, approximately 11 years post the initial implant, the patient underwent a complex revision procedure with an open reduction internal fixation of right acetabulum fracture and a revision of the acetabular liner due to early wear and osteolysis leading to periprosthetic fracture. The operative findings were a failed fixation right acetabular component with osteolysis, proximal femoral osteolysis. It was noted the femoral stem was well fixed. The patient was revised to competitor¿s construct. Patient transferred to recovery in stable condition and discharged approximately three (3) weeks post revision surgery. No further patient impact was reported. No additional information is available.